Manufacturer narrative:
Additional information has been provided in a.1., a.2., a.3.a., b.3., b.5., d.10., h.3., h.6., and h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received by stating, there was no patient contact and harm.

Manufacturer narrative:
Correction statement was provided in h.11. Upon further review of available information lens was jammed into injector with no patient contact and no patient harm, the event which is understood as being associated with priming the device and is considered prior to use. Based on this information this event no longer meets reporting criteria per applicable regulation, because there is no evidence of a life threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was jammed into injector. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.